Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, this patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (proximal: tg3420/05909298, distal: tg3720/06053941) to repair a descending thoracic aortic aneurysm (diameter: 77 x 68 mm). It was reported that the left subclavian artery was intentionally covered with the devices, but the artery was not embolized during the procedure. No adverse event was reported, and the patient tolerated the procedure. On (B)(6) 2008, the patient developed angina, and received cardiac catheterization for the treatment. The angina was reportedly not device or procedure related. On the same day the patient was discharged. On (B)(6) 2008, one month follow-up imaging showed a type ii endoleak of unknown origin. The diameter of the aneurysm was 75 x 66 mm. The physician elected to monitor the patient. On (B)(6) 2009, six month follow-up imaging showed that the type ii endoleak persisted and that the aneurysm measured 69 x 61 mm. It was reported that the patient fully recovered from the angina. The physician elected to monitor the patient. On (B)(6) 2009, one year follow-up imaging showed that the endoleak was resolved without any additional procedure, and the aneurysm measured 67 x 59 mm. On (B)(6) 2010, two year follow-up imaging revealed that the aneurysm enlarged to 94 x 76 mm. No endoleak was reported. The physician elected to monitor the patient. On (B)(6) 2011, a follow-up imaging revealed suspected endotension. The cause of the suspected endotension was reportedly unknown. On (B)(6) 2011, the patient underwent an additional endovascular procedure whereby a non-gore stent graft (talent) was implanted to treat the suspected endotension. The patient tolerated the procedure. On (B)(6) 2011, three year follow-up imaging showed the resolution of the suspected endotension. On (B)(6) 2012, the patient developed nephrotic syndrome, which led to renal failure. The cause of the nephrotic syndrome was unknown, and the renal failure was reportedly not device or procedure related. The patient was not treated for the renal failure at this time. On (B)(6) 2012, four year follow-up imaging showed the aneurysm measuring 72 mm. On (B)(6) 2013, it was reported that the physician started medication and dialysis for treatment of the renal failure. On (B)(6) 2013, five year follow-up imaging showed the aneurysm measuring 68 mm. No further information is available.